Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), blank display, failed battery test, belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l, acc-1601. Customer reported a blank display. Customer was not using the correct battery cap for the pump they are using. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported damage to the belt clip. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. After battery installation, the pump booted up to a partial display with recurring "battery failed: insert a new aa battery" alarms. Unable to perform the sleep current measurement, active current measurement, and self tests. Thump was able to upload history/trace files on a previous date. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. There are several cracks within the lcd screen itself. After taking the boards out of the case and installing them into another known good case, the error message appeared again. After placing the original pcba2 onto a known good pcba1 and putting them back into the known good case, the error message reappeared. After placing a known good pcba2 onto the original pcba1 and putting them back into the known good case, the error message finally disappeared. In summary, the customer¿s report of a crack in the lcd screen and battery failed alarms both were confirmed during testing. The partial display is due to the cracks within the lcd screen, and the battery failed alarms are due to pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.